Manufacturer narrative:
Date of pseudoarthrosis and non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported patient was implanted with a right 7 mm multiloc humeral nail on (B)(6) 2016. Patient developed pseudoarthrosis, along with a non-union on unknown date. Patient was returned to surgery on (B)(6) 2017 where the humeral nail was removed. It is not known if any additional hardware was implanted at that time. Surgery was completed successfully. No further information is available. This report is for one (1) multiloc humeral nail. This is report 1 of 1 for com-(B)(4).